Event description:
Alleged event: it was reported that clips are detached from vessels after surgery. The pt's condition is reported as critical.

Manufacturer narrative:
The device history record review of the product hp ti small 10/cart 180/box, lot #01a1400514 did not show issues related to complaint. The device sample has not been returned to the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.